Event description:
A loss of pain control was reported. A ¿failed spinal catheter¿ was noted. On (B)(6) 2013 an isotope pump study indicated a probable leak at the pump site. The catheter was replaced on (B)(6) 2014. Etiology specified relation to the device or therapy and no relation to the implant procedure. The event resolved without sequelae on (B)(6) 2014. The medications infused were sufentanil, droperidol, baclofen, and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n112272011, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was using lioresal baclofen. It was also reported they tried to obtain a MRI to check for catheter occlusion but the subject was unable to get the MRI as they couldn't lie on the MRI table. In surgery, the spinal segment of the catheter was disconnected and cut and still there was no free flow of csf (cerebrospinal fluid) indicating a "failed spinal segment". It terms of outcome, the event was now listed as resolved but with sequelae; as of (B)(6) 2014 there was scar tissue near the catheter. It was further reported there had been no free flow of csf from the spinal segment. No further information was provided.

Event description:
Additional information later reported there was dense scar tissue near connector.